Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred with a syringe s2 2ml 24ga 1in. The following information was provided by the initial reporter, "discardit fraga needle having pain, barrel is breaking while withdrawing the pluncher. Discardit fraga needle having heavy pain for the patient,customers are changing the product because of this pain issue, and the same syringe having tightness for plunger while withdrawing, and barrel is breaking."

Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 300068 lot 1706504 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Since no sample has been received and since review of DHR showed no indication of the alleged defect, a definitive root cause was not possible to determinate at this time related to needles manufacturing process.

Event description:
It was reported that breakage occurred with a syringe s2 2ml 24ga 1in. The following information was provided by the initial reporter, "discardit fragga needle having pain,barrel is breking while withdrowing the pluncher. Discardit fraga needle having heavy pain for the patient,customers are changing the product because of this pain issue,and the same syringe having tigthnes for plunger whil withdrawing,and barrel is breaking."